Manufacturer narrative:
(B)(4). Attempts have been made and additional information on the reported event is unavailable at this time. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03104, 0001822565-2018-03106. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently patient started experiencing pain, swelling, and a clicking sound within the past year.

Event description:
Upon receipt of additional information, it was determined this product was reported under the incorrect MFR#. It will now be reported under 3007963827-2019-00072.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product was reported under the incorrect MFR#. It will now be reported under 3007963827-2019-00072.